Event description:
The hospital reported that during preparation for a coronary artery bypass procedure using acrobat-I stabilizer. They connected the blades of the activator and acrobat-I stabilizer to implement opcab, but locking did not work and a phenomenon occurred the (blades would not lock). The surgery was completed using the same product and a new product. No patient injury reported, as there was no patient involvement with the defective device.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise #(B)(4). The investigation has been started since the complaint was received, and the following contents has been conducted: 1. Analysis of production: the DHR of the reported lot 3000285664 has been reviewed. No non-conformity is observed indicated the reported failure. All the products had been performed 100% mechanical function test during production. They all passed the function test, which demonstrate the blades can be locked. 2. Trend analysis: 23 mar 2022 to 23 mar 2023, the occurrence rate is approx. (B)(4).% for suzhou manufactured om-10000/om-10000z, which is under anticipated occurrence rate. 3. Device was scraped by customer which could not be evaluated. Based on the video shared from customer, it could be confirmed that the right blade could not be locked on the retractor. 4. Review the complaint history, the problem was once reported from this customer and device was evaluated. Based on the investigation, there¿s no deficiency identified from production relevant to the reported mechanical issue prior to the complaint. It is not indicated that it is the product or manufacturing defect caused or contributed to the reported failure during the investigation. The retractor which customer used is aged and deformed which is suspected to be the reason of blades locking abnormal, since the issue occurred in procedure, the details are not available for checking, it could not be confirmed if the retractor was used cleaned or stored normally. The trend will be monitored continuously.